Event description:
Additional information received identified the patient's discomfort has reportedly resolved postoperative.

Event description:
It was reported the patient was experiencing discomfort at her scs ipg site. Surgical intervention took place on (B)(6) 2015 at which time the patient's ipg was repositioned. The patient was also reportedly experiencing invalid impedances from her scs leads (reference MFR. Report #1627487-2015-06178, 1627487-2015-06179, and 1627487-2015-06180).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.